Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. A lens work order search was performed. No similar complaints found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -8.0/1.0/175 (sphere/cylinder/axis), implantable collamer lens, tore/broke during injection/delivery into the eye on (B)(6) 2021. The lens was implanted,removed, and replaced within the same surgery and the problem resolved. It was reported that there was no patient injury. Cause of event was unknown.